Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2013 due to a wound dehiscence. The tibial bearing and locking bar were removed and replaced. Patient further underwent a revision procedure on (B)(6) 2013 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2013. It was further reported patient was revised on (B)(6) 2014 due to a dislodged screw within the lateral recess of the knee. The locking bar, femoral stem and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-08929 / 08934).